Event description:
According to the reporter, the hospital account pulled part number 395.912 - lot #350359 (short drill sleeve) from inventory to place into tray prior to procedure. Part is etched 395.912 but is too long to fit in designated area of tray. Drill sleeve is the size of part number 395.913 (long drill sleeve). Sleeve is apparently misetched. This is report 1 of 1 for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing visual evaluation noted that the part is in like new condition. It is etched as 395.912 which, per the drawing should have an overall length of 77 mm. The overall length of the returned part measures 107 mm which is the length of the long drill sleeve 395.913. The risk assessment for this oversight during the manufacturing process found the severity level marginal. This condition could contribute to minor delay in medical treatment but not harm to the patient, additionally the risk assessment noted the occurrence for this complaint to be seldom. In accordance to the CAPA matrix a CAPA will not be open for this case.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6).